Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. Therefore, the investigation is confirmed for the reported damaged catheter and material split. The definitive root cause could not be determined based upon available information. The device is labeled for single use the catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code for the x-port isp implantable port, groshong single-lumen, 8f products is identified. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates the model 7707540j port & catheter accessories allegedly experienced break and material split or torn. The report was received from a single source. This malfunction did not involve a patient as there was no patient contact. The patient's age, gender and weight was not provided.